Event description:
It was reported that the pump's charging port was misshapen, damaged, and worn out, making it difficult to connect for charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.